Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose level was low (41 mg/dl). The customer ate lunch and their blood glucose level improved. No medical attention was required.